Event description:
It was reported that the patient was experiencing inadequate stimulation and the x-ray finding showed that a lead was disconnected.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.